Event description:
It was reported that the patient was unable to adjust stimulation. It was noted that the patient reported a display showing ¿in the box¿ icon on her left implantable neurostimulator (ins). It was noted that the right ins worked ¿fine.¿ it was further noted that the patient had charged her device the night prior to report. It was noted that the patient charged both devices on the same date, but used a different recharger. It was further noted that the ¿in the box¿ icon first appeared the night prior to report. It was noted that the patient thought she saw the ¿in the box¿ icon before she charged. It was noted that the patient ¿interchange her patient programmer and recharger as well.¿ additional information received reported that the patient always had her recharger plugged into the wall when she was charging. It was noted that the patient first saw the ¿in the box" icon one day prior to report. It was further noted that she was not sure if she had checked her patient programmer before or after charging. It was noted that the patient thought she may have checked it after charging. It was noted that the patient did not recall seeing a blank screen. Additional information received reported that the patient was not feeling any stimulation from her left ins.

Manufacturer narrative:
Continuation: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011: product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011: product type lead; product ID 37712, serial# (B)(4), implanted: (B)(6) 2011: product type implantable neurostimulator; product ID 37743, serial# (B)(4): product type programmer; patient product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011: product type lead; product ID 37752, serial# (B)(4): product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011: product type lead; product ID 37752, serial# (B)(4): product type recharger; product ID 37743, serial# (B)(4): product type programmer. (B)(4).